Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that intermittently a number of technical alarms has occurred. When the unit is turned on, the system gives a restart ventilator alarm and will not function. There was no pt involvement. (B)(4).